Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4). Investigation summary: two photos displaying a total of two 3ml bulk non-sterile boxes from batch 0130994 were received and evaluated. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Investigation conclusion: no defects were observed. Root cause description: per review of the label drawing (B)(4), it indicated the label was printed correctly per label graphic design. The reported defect was not identified in the samples received. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the syringe 3ml s/t bns had no ce marking on its label. The following information was provided by the initial reporter, translated from (B)(6) to english: "we have received a batch of 3,200 units (2 boxes of 1600 units) of syringes ref. (B)(4) (lot number 0130994) without ce marking"